Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device and was unable to duplicate the reported issue. The device batteries were replaced due to being over 3 years old. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.